Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "voluntarily recalled implants". Later healthcare professional reported "exchange due to the patient's concern with the product". Later healthcare professional reported "ruptured". The device was explanted and the replacement status is unknown. The device was returned.

Event description:
Patient reported right side "voluntarily recalled implants". Later healthcare professional reported "exchange due to the patient's concern with the product". Later healthcare professional reported "ruptured". The device was explanted and the replacement status is unknown. The device was returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.